Event description:
While performing a percutaneous coronary intervention (pci) on a left anterior descending (lad), there was resistance with the mozec balloon on a competitor's wire resulting in a separation of the hypotube from the mozec balloon. There was no patient injury. The mozec balloon and competitor's wire was removed and replace to complete the procedure. Upon diagnostic angiography of the coronary arteries, it was determined the lad was subtotally occluded. It took twenty to thirty minutes (20-30 mins) to successfully wire the lad with a competitor's 0.014 190cm guide interventional coronary wire. Upon successful wiring of the lad, a 2.0 x 15 mozec was placed onto the wire and became stuck (unable to advance or retract) outside of the guiding catheter. The wire was lubricated with saline at all times outside of the guiding catheter. Upon attempting to retract the mozec balloon off of the wire, the balloon and delivery catheter hypotube became detached. At this time the hypotube was removed while the actual balloon was stuck on the wire. The wire was then cut with an attempt to remove the stuck balloon on the wire and advance another balloon on the same wire which was unsuccessful. The wire was ultimately removed and the vessel was rewired and ballooned with a different competitor's .014 190cm interventional coronary wire and a 2.0 x 20 rx percutaneous transluminal angioplasty (ptca) balloon.